Manufacturer narrative:
The explanted devices was not returned to bsc for analysis, as the whereabouts are not known.

Event description:
It was reported through social media that a dbs patient underwent a system explant due to infection and was placed on IV antibiotics for 8 weeks. Further information is not able to be obtained.